Event description:
It was reported that the patient had trouble inserting the catheter. It was noted that the catheter did not have a guideline. The patient was not able to fully insert the catheter for use. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "missing or incorrect position of tip indicator." The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿¿if desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had trouble inserting the catheter. It was noted that the catheter did not have a guideline. The patient was not able to fully insert the catheter for use. No medical intervention was reported.